Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that: "patient complained of groin pain and bone scan revealed lite up area around all poly cup, hip revision scheduled. Dr and hospital refused release of records, x-rays, explants, due to patient confidentiality."